Event description:
The pt was given their first base of tongue treatment, 2 lesions. The pt was given a total of 10 cc lidocaine with 1:200,000 epinephrine. The pt tolerated the procedure but complained of nausea, dizziness and shortness of breath. An IV was started for hydration and zofran was added for the pt's nausea. The pt was also given o2 via nasal cannula, the pt's pulse ox 99-100% and vital signs were stable. The pt seemed to improve, but swelling became so significant that the pt had to be emergently admitted. The pt had no known drug allergies. The treating physician has spoken with anesthesiologists who felt that the edema may have been a reaction from the zofran. 1/01: treating physician called and described pt floor of mouth edema as an angtoneurotic edema that may have been due to zofran or bot procedure. Pt was placed on steroids, with overnight observation, no other medical intervention required and edema resolved in 24 hours.